Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and continuity testing. The device had good continuity across the electrodes, and between the electrodes and the connector. No problems found. The sensor was returned used.  Functional testing could not be performed since the sensor is intended for single-patient use; the integrity of the sensor (gel; contacts; etc) is broken once it is removed from patient use.

Event description:
The customer reported high psi measurements. No consequences or impact to patient were reported.